Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, an issue related to tidal volume delivery was observed. The device's blower motor was replaced to address the issue.